Event description:
The reporter indicated that a 13.2mm vticmo13.2 of -11.0/1.5/104 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens of different axis. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Product evaluation: "h3- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and haptic bent and deformed. Dimensional inspection found the lens to be within specifications." Claim: (B)(4).